Manufacturer narrative:
The customer reported the device remains in the pt's anatomy. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: pulmonary embolism resulting in death. Time of ae: 20 days post-procedure. It was reported that 20 days post an uneventful left internal carotid artery stent implantation, the pt experienced a massive pulmonary embolism and died. Though requested, no additional info was available. Study event.